Event description:
The first lesion treated was located in the proximal lcx. One endeavor spring stent was successfully implanted. The second lesion treated was located in the 2nd obtuse marginal. One endeavor sprint stent was implanted. A staged procedure of proximal rca was carried out one month later. One endeavor sprint stent was implanted for treatment of the target lesion. During the staged procedure, an acute dissection of the proximal rca occurred. The investigator reported that the dissection was due to the guide catheter, which we confirmed was not a medtronic guide catheter. The investigator reported, that as a result of the dissection, he had to completely reconstruct the whole vessel beyond the bifurcation and lost the distal pda branch. Four endeavor sprint stents were used to treat the dissection (MFR report# 2953200-2008-00536 - 00540). The investigator also reported that the patient suffered a q-wave mi. The investigator reported on the crf that the mi was not related to the study stent or the study procedures. The investigator also reported a retroperitoneal bleed. The reported provocation of the bleeding event was pci instrumentation. The investigator reported that the bleeding event was not related to the study stent or to the study procedures. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Other, secondary intervention (bleed).